Manufacturer narrative:
Updated data: b5 regulatory report # 9617601-2025-02337 was identified as a duplicate to this event. Any additional updates will be provided with this regulatory report # 9617601-2025-02195. Corrected data: e1 - initial reporter first name corrected from (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that calcification was noted in the abdominal aorta and plaque/thrombus noted in the left common iliac artery. No treatment was reported.

Manufacturer narrative:
Updated: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, severe aortic regurgitation was observed. Per the physician, the regurgitation was caused by the deep implant depth. No patient complications have been reported as a result of this event. Additional information was received that the valve was not intended to be implanted deep. Additional information was received that calcification was noted in the abdominal aorta and plaque/thrombus noted in the left common iliac artery. No treatment was reported. Additional information was received indicating that the valve was explanted and replaced with a surgical valve. Additional information was received that the regurgitation was paravalvular leak (pvl).

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, severe aortic regurgitation was observed. Per the physician, the regurgitation was caused by the deep implant depth. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, severe aortic regurgitation was observed. Per the physician, the regurgitation was caused by the deep implant depth. No patient complications have been reported as a result of this event. Additional information was received that the valve was not intended to be implanted deep. Additional information was received that calcification was noted in the abdominal aorta and plaque/thrombus noted in the left common iliac artery. No treatment was reported. Additional information was received indicating that the valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Additional information: a4, b5 (fourth paragraph), d4, h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was not intended to be implanted deep.

Manufacturer narrative:
Updated data: b5 e4. Corrected data: e1 - street address corrected (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.